Event description:
It was reported that this patient has a history of inappropriate shocks. The patient got a new device replacement and had a pocket revision procedure after the initial implant due to a suture breaking which allowed the device to move freely within the pocket. After this revision procedure the patient had untreated episodes as well as inappropriate shocks due to noisy signals. The system has been deactivated at this time. No additional adverse events were reported.